Event description:
It was reported that the patient experienced urine leakage with the artificial urinary sphincter (aus). Upon cystoscopy examination, the aus cuff was shown to be functioning properly, however, full urethral coaptation was not achieved. The surgeon concluded that the urethra atrophied and was allowing some urine to pass through. A second cuff was implanted distal to the original cuff. None of the previous components were explanted.